Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 338 mg/dl, and the meter bg reading was 430 mg/dl. The customer believes the cause for the inaccuracy is due to using an old bg meter and old test strips test bg levels. Reportedly, readings became accurate. No additional patient or event information was available.